Manufacturer narrative:
The device code was updated. The customer did not provide any additional information. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received questionable sodium results for two patient samples from the same patient tested on a cobas pro ise analytical unit. The initial reporter alleged concerns with pseudohyponatraemia caused by hyperglycaemia. This medwatch will apply to the sodium results. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the glucose results. A first sample of the patient resulted in a sodium value of 112 mmol/l. A second sample of the patient resulted in a sodium value of 139 mmol/l. The sample was repeated with a point of care testing system, resulting in a value of 135 mmol/l. No questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.